Event description:
The customer initially reports that the hinge mechanism broke during a laparoscopic gastric bypass. The bariatric coordinator further reported (via telephone) that the jaw broke in the process of suturing the anastomosis. The jaw was "flapping" back and forth and would not engage. When they examined the device, it appeared that a tiny piece of metal might be missing from the joint. The surgeon visually inspected the operative site to find any fragment of the device in the abdominal cavity, none seen. The surgeon decided not to take an x-ray because he thought that if indeed, there was a piece in the pt it would be too small to visualize. The bariatric coordinator e-mailed that the surgeon did discuss the event with the pt disclosing that the needle holder did break intraoperatively and that there was a possibility of a retained fragment in her body, as well as MRI issues involved. There was no pt injury.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported information.